Event description:
Syringe infusion pump stopped and beeped "check clutch." Syringe pump tagged with info and placed in soiled room. New syringe pump used.====================== manufacturer response for syringe pump, medfusion 3500: in the process.